Event description:
It was reported that the patient presented to the ER after receiving therapy for vf. Device interrogation showed acceptable battery voltage. Three days later, device interrogation showed a sudden decrease in the battery voltage to eol. The ICD remains implanted awaiting the patient's decision on how to manage the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.